Event description:
A pt injury occurred. After review of the MDR, it can be determined that the injury occurred during, or after, resection of a highly calcified meningioma tumor, using a combined aspirator and grasping forceps technique. Experience or literature has revealed that aspiration is not as effective for structures without high water content. The infarction, or swelling were noted. However, it was felt necessary by the physicians to induce barbituate coma in order to minimize any chances of brain injury that might arise as a result of the operation. The pt was then transferred to the intensive care unit still intubated, and in a barbituate coma. It is the co's understanding that the pt remains in a coma state, however, this can not be ascertained as co personnel have been unsuccessful in obtaining further details of the incident, beyond what was submitted to the FDA through MDR. Co will continue its efforts to investigate the incident so that sufficient analysis and assessments can be made by the device MFR, at which time the FDA will be apprised.